Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/02/2013 with the following findings: a review of the pump¿s history showed multiple reboots. During evaluation of the pump, several cracks were observed on the battery compartment and evidence of moisture corrosion was found in the compartment. The pump failed a leak test due to the cracked battery compartment. The returned battery cap was unable to fully tighten onto the pump; however a test cap was used successfully with no power loss. The pump cover was removed and additional evidence of internal moisture was found. Unrelated to the complaint, the display screen was dim, discolored, and difficult to read. A test screen was installed and displayed normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated there was an intermittent power issue due to moisture behind the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.